Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. The cse found a clogged dilution washer (dwud). The cse cleaned the dwud and ran jeol maintenance sequence 1, three times and repeated this. The cse ran wash2 and precision, resulting in range. The cause of the discordant, falsely elevated creatinine is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated creatinine results were obtained on two patient samples on an advia 1800 instrument. The initial results were reported out to the physician(s). The same sample was tested on an alternate instrument, resulting lower. A corrected report was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated creatinine.